Event description:
The customer reported that upon battery insertion, the analyzer "got very hot and produced a burning smell". The customer also reported no damage to the analyzer. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
During the investigation, it is determined that the terminal displacement is most likely caused by the customer providing undue force onto the battery terminals. In addition, the potential exists for the battery contact to lose traction with the compartment causing less force to dislodge however improper removal of batteries will still force the dislodge. Several key factors point to this decision: the battery terminals would have to have been properly seated at the time of manufacturing because the analyzer would not power on and would consequently be unable to be calibrated and released. Upon visual inspection of the battery compartment, plastic case damage indicative of improper/forceful removal of the batteries with a foreign object was observed. Pts is confident that this damage occurred post-distribution, as there are no manufacturing steps that would cause this type of damage. The customer allegation of overheating was not observed on the returned analyzer. Numerous battery compartment improvements have already been implemented prior to these allegations from the field. Process improvements and part specifications have enhanced seating and hold capacity of the battery contacts. Additionally, a new battery compartment design (approved by the FDA per k193406) eliminates the potential for overheating by removing the point of contact that an unseated terminal would reach.